Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated magnesium generated from an architectc4000. The customer reported elevated magnesium events between 9 sep and 16 sep 2024. The customer performed analyzer troubleshooting including analyzer cleaner. The customer obtained an elevated magnesium result on (B)(6) 2024 and provided the following data for 1 patient: sample ID (B)(6) initial result was 6.57 and repeat result was 2.08. (Customer reference range is 1.6 - 2.6 mg/dl) per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The architect c4000, serial #(B)(6) was evaluated. It was determined that the c4/c8 rgt pr required replacement, which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant results. A review of tracking and trending did not identify a trend for the c4/c8 rgt pr or the architect system with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the c4/c8 rgt pr as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported false elevated magnesium generated from an architectc4000. The customer reported elevated magnesium events between (B)(6) 2024. The customer performed analyzer troubleshooting including analyzer cleaner. The customer obtained an elevated magnesium result on (B)(6) 2024 and provided the following data for 1 patient: sample ID (B)(6) initial result was 6.57 and repeat result was 2.08. (Customer reference range is 1.6 - 2.6 mg/dl). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.